Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 133 ohms. Surgical intervention was performed and the rv lead was abandoned and replaced. The device continues to remain implanted and in service. No additional adverse patient effects were reported.